Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable root cause is considered anticipated procedural complication, as complaint is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device not returned for analysis.

Event description:
(B)(4). Same case as 2134265-2009-05854 and 2134265-2009-05855. The patient was enrolled in (B)(6) 2005. A type I lesion was identified in the right carotid artery. The reference vessel diameter was 5.0 mm and the lesion length was 10 mm with 90% stenosis as measured via nascet. The target vessel was none tortuous with 1+ calcium present. Thrombus, ulceration, dissection and pseudo aneurysm was not present. A filterwire ez was used successfully for cerebral protection during the procedure. A 9mm diameter by 30mm long carotid wallstent over the wire was delivered and successfully placed at the intended site using an ultrasoft balloon dilatation catheter. Heart rhythm stimulant and atropine 1mg was administered. Vasodilator was not used. The procedure was a technical success. Peri-operative events noted hypotension which was resolved with no residual effects. Residual stenosis was estimated at 0-29%. Post procedure, the stent was found to be patent with a residual stenosis of 10%. The stent was rated as successfully placed and a technical success. The patient was asymptomatic with no complications < 24hrs after the procedure. One month follow-up visit in (B)(6) 2005, six month follow-up visit in (B)(6) 2005 and twelve month follow-up visit in (B)(6) 2006 the patient is asymptomatic, stent was patent and had 10% residual stenosis.